Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient began their trial on (B)(6) 2016 experienced a loss or change of therapy on (B)(6) 2016. The trial patient couldn¿t void fully, so they went to see their health care provider (hcp) twice on (B)(6) 2016. The patient had gone in the morning and they had taken out their foley catheter, but later in the afternoon when they went back, the patient was not avoiding as much as the hcp would have liked. The hcp wanted the patient to void less than 150 ccs, but the patient voided 275 ccs that day, so the hcp put the foley back in. They were not sure if the patient¿s symptoms had gotten worse since the trial started. The patient initially started on program 1, but that day left with program 3. The patient was on program 3 at 2.6v, but they weren¿t feeling stimulation on (B)(6) 2016, so they increased to 3.0v. After they increased, the patient was able to feel stimulation, but it was not a continuous feeling. The patient felt stimulation in the rectum area. The patient would be following up with their hcp on (B)(6) 2016.